Manufacturer narrative:
(B)(4). The insulin pump received with high idle current and unexpected battery out limit due to open el panel driver on lcd board. The device was received with cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window.

Event description:
It was reported on (B)(6) 2014, the insulin pump kept alarming battery out limit and low battery after inserting a new battery. Customer's blood glucose was 252 mg/dl, treated with manual injection. Troubleshooting was performed. Replacement cap did not resolve the problem and customer had called in previously with same issue. History was checked on the device and it was noted the battery did not a week. No further information reported.